Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01426.

Event description:
The patient was undergoing a coil embolization procedure in the hypogastric artery using ruby coils. During the procedure, after advancing a ruby coil into the target vessel using a lantern delivery microcatheter (lantern), the physician decided to remove the coil and use a slightly larger size coil. However, while re-sheathing the ruby coil on the back table, the hospital technician experienced resistance and the ruby coil broke. The physician then attempted to advance a new ruby coil; however, the physician experienced resistance and the pusher assembly of the ruby coil became kinked. Therefore, the ruby coil was removed. The procedure was completed using new ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.